Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of a corroded electronic and motor assembly.

Event description:
The customer reported that he was pushed into a pool with the insulin pump on. The blood glucose reading at time of the call was 122mg/dl. Troubleshooting was performed. The device was reset for a couple of hours with no battery and the insulin pump did not restore, but had a frozen screen with a high pitched tone that did not stop. No further information was provided.